Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: one sample was returned for investigation. Sample was connected to a bd syringe and attempted to flush water through the set. Set was able to be primed. The customer complaint that it was it was difficult to prime and flush the smart site extension set was not verified. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20096334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20096334 regarding item #20039e.

Event description:
It was reported that smallbore 6 inch ext vlv was difficult to prime and flush. The following information was provided by the initial reporter: material no: 20039e, batch no: 20096334. It was reported that it was it was difficult to prime and flush the smart site extension set. Per customer email: firstly, xxxx was supposed to come to hup and retrieve the affected product that this closure letter is referring to. Ironically, a similar event was reported to me yesterday, so this continues to be an issue. The event was reported as follows: ¿nurse reported to me that the smart site extension set (aka pig tail) was difficult to flush and required a higher than normal amount of pressure to prime & flush prior to attaching it to the patient's IV. This caused the nurse to use several extension devices. Nurse reported this issue has been occurring for couple of weeks with several different nurses & patients.¿. I have a sample for this one as well. I would like to file another complaint for this event.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1094, 1248. FDA patient problem code: 2199.

Event description:
It was reported that smallbore 6 inch ext vlv was difficult to prime and flush. The following information was provided by the initial reporter: material no: 20039e. Batch no: 20096334. It was reported that it was it was difficult to prime and flush the smart site extension set. Per customer email: firstly, xxxx was supposed to come to hup and retrieve the affected product that this closure letter is referring to. Ironically, a similar event was reported to me yesterday, so this continues to be an issue. The event was reported as follows: ¿nurse reported to me that the smart site extension set (aka pig tail) was difficult to flush and required a higher than normal amount of pressure to prime & flush prior to attaching it to the patient's IV. This caused the nurse to use several extension devices. Nurse reported this issue has been occurring for couple of weeks with several different nurses & patients.¿ I have a sample for this one as well. I would like to file another complaint for this event.